Manufacturer narrative:
The physician reported that the pt was last seen in 11/1997. The symptoms resolved at the end of 1997. No further intervention was required. A consulting dermatologist suggested that the symptoms of the pt were due to excessive amount of collagen material.

Event description:
A physician reported a pt who received a treatment on 8/26/97 into the nasolabial folds and upper lip. On 9/4/97, the pt developed swelling and redness at the implantation sites. On 9/5/97 and 9/8/97, the physician prescribed intravenous and oral corticoid and antihistamines; the medications were effective in the short term. Later, the symptoms returned and were intermittent in nature. The physician diagnosed a hypersensitivity.